Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. As received, the belt receptacle connector was missing from the monitor case and was disconnected from the j1001 connector on the computer/analog (ca) board. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged case.